Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02504.

Manufacturer narrative:
Eval: results: visual analysis of the lead revealed discoloration and all wires were broken in the paddle. Due to the broken wires, functional testing could not be performed. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.